Event description:
A technical service representative (tsr) assisted with a system error (se) 2240 on the home choice (hc), during use, during dwell 4. The technical service representative (tsr) assisted with troubleshooting. During this time the home patient (hp) revealed that a supply bag disconnected causing the alarm. The hp was connected at this time. The tsr then explained to discard supplies and to report the problem to their registered nurse (rn). The hp was told to finish therapy using manual supplies. During follow-up, the home patient (hp) was asked about the reported problem. The hp stated it was due to the solution bag becoming disconnected. The hp stated the connection was not on securely. They stated they did contact their nurse. They were given antibiotics just in case and then went into the office for a checkup. They stated since then, therapy has been going much better and they have been double checking their connections. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because was a loose connection between the supply bag and the line. The home patient (hp) stated that the alarmed occurred because one of the solution bags became disconnected. The hp stated they did not have the connection on tight enough. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.